Manufacturer narrative:
The reason for this revision surgery was due to anterior pain. The previous surgery and the revision detailed in this investigation occurred 3.1 years apart. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (dhrs) revealed one non-conforming material report (ncmr) associated with the component listed in the complaint. Non-conforming material report (ncmr) # 22804 was for 6 parts for tolerance requirements and dispositioned as acceptable. All other critical dimensions and proper sterilization were met at the time of release from djo surgical. The device was within its expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to anterior pain. There were no findings during this investigation that indicate that the reported device was defective. There are multiple factors that may contribute to an event that are outside of the control of djo surgical. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Manufacturer narrative:
Manufacturer narrative: the reason for this revision surgery was due to anterior pain. The previous surgery and the revision detailed in this investigation occurred 3.1 years apart. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (dhrs) revealed one non-conforming material report (ncmr) associated with the component listed in the complaint. Non-conforming material report (ncmr) # (B)(4) was for 6 parts for tolerance requirements and dispositioned as acceptable. All features affected by the dimensional nonconformances were related to the distal tray profile and were isolated deviations of less than 0.0005. These features are related to the fit between the insert and baseplate and have no impact on the articulating surface. The nonconformance had no impact on the failure mode reported. All other critical dimensions and proper sterilization were met at the time of release from djo surgical. The device was within its expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to anterior pain. In addition to replacing the insert, the surgeon replaced the patient's patella. There were no findings during this investigation that indicate that the reported device was defective. There are multiple factors that may contribute to an event that are outside of the control of djo surgical. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient having anterior pain.